Event description:
It was reported that (7) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the (6) 355ld trocar seals kept tearing during the case. The surgeon had to replace all of the trocars as they were leaking profusely. Also the al326 jammed during the case and another device was opened to complete the case.